Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon was duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the lcd panel unit of the subject device was broken due to accidental failure.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the upper gastrointestinal endoscopy with two monitors, the image on the subject device disappeared. The user completed the procedure by using another monitor. There was no report of patient injury associated with the event.